Event description:
It was reported that the patient experienced an ischemic stroke. An enroute transcarotid stent was selected for use in a left side transcarotid artery revascularization (tcar) procedure. The procedure was completed with no notable issues. Approximately three weeks after the procedure, the patient was admitted to the hospital with difficulty with word finding, intermittent slurred speech and altered mental status. Imaging revealed new white lesions, and ischemic foci on both hemispheres. The stent was patent. The patient was sent for rehabilitation for seven days and then was sent home.